Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our (B)(4).

Event description:
Customer reported via phone call that the insulin pump received a blank display, and after changing the battery the pump alarmed with a battery out limit three to four hours later. The patient's blood glucose at the time of incident was 419mg/dl. The customer did not report about any symptoms of high blood glucose, and he treated his glucose level with the insulin pump. The customer stated that the battery out limit occurred during normal use. Troubleshooting was initiated for the battery out limit alarm and it was explained to the customer that he may have a loose battery cap. The customer was advised about the procedure to clear the alarm and was instructed to monitor the pump. No products were returned and a replacement battery cap was shipped to the customer as a courtesy.